Event description:
The CPAP through philips that has been recalled since (B)(6) 2021 has still not been received. My machine sn - (B)(4) and I do not have an alternate device. My sleep and overall health is being severely compromised. I am not sleeping well during the night and my husband is concerned also because my snoring is getting worse. I raised a complaint around (B)(6) 2021 and was told my case would be escalated, since I did not have a backup device. I called again today (B)(6) 2021 and was told that they would escalate, but told they are a third party company taking the calls for philips and does not know how they are handled once received. I'm concerned that there is not a way to prioritize the needs of the patients that have a recalled device. If they have another older device, they have a back up. But for people like myself that do not have a backup device we are just out of luck. FDA safety report ID #(B)(4).